Event description:
It was reported that the patient was admitted to the hospital after receiving 14 inappropriate shocks from the right ventricular (rv) lead. The rv lead had oversensing and a suspected fracture. The rv lead remains implanted but is out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed there was right ventricular (rv) lead oversensing with 44 ventricular non-sustained tachycardia¿s less than equal to 210 ms between (B)(6) 2013. Also, there were eight ventricular fibrillations less than equal to 200 ms average v-cycle between (B)(6) 2013. There was also non-physiological oversensing with ventricular short interval count equal to 999 counts, in 0.67 days on between (B)(6) 2013. Product: 7278 implantable cardioverter defibrillator (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).